Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator failed its preventative maintenance in that part of the bottom display was missing. It was further noted that the belt clip and cover were missing. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the bottom display of the liquid crystal display (lcd) was missing pixel segments. Also one side bail cover was broken, one side bail was missing. It was further noted that the battery contacts were compressed, the ring was bent, and the keyboard was scratched.